Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001491 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The year of event was reported as (B)(6) 2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a procedure with a carto vizigo" 8.5f bi-directional guiding sheath medium and a hemostatic valve separation issue occurred. Initially it was reported that there were problems with the vizigo valve. The sheath was changed. The procedure was completed successfully. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, with the information available, this event was assessed as a not reportable hemostatic valve damage issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Additional information was received on 02/23/2021 on the event. At the beginning of a cardiac ablation procedure, the hemostatic valve section was broken. It was described that that the hemostatic valve remained inside the sheath. Backflow blood was observed. Patients hemodynamics was not compromised. No interventions were required. No air entered the patients body. The physician removed the sheath and replaced it for another vizigo medium curve sheath, and the issue resolved. With the information available, since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be assessed as a patient event. After review of the additional information received describing the issues with the sheath, it was assessed as a MDR reportable hemostatic valve separation. The awareness date for this reportable issue is 02/23/2021.